Manufacturer narrative:
Customer reported that the circuit was in use on a patient when the failure confirmed. "There was nothing covering the circuit, or anything around it. The mom stated that there were no alarms that went off on the ventilator, they had just happened to smell the burning plastic smell. If any additional information becomes available a follow up emdr will be submitted.

Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding reported situation with the device. If any additional information becomes available a follow up emdr will be submitted.(B)(4).

Event description:
The customer reported that the circuit melted while on the patient. The customer reported no patient or user harm.

Manufacturer narrative:
Device evaluation summary: photographs were received and evaluated the melted condition was observed on the tubing in the photo; therefore the reported failure mode was confirmed. One sample was also sent in for further evaluation from the same lot number. Upon visual inspection of the sample it was observed that the tubing was melted in different section on the hose. The circuit was submitted to a functional inspection with resistance testing. No functional issues were found the reading was found within range. The corrugated blue tube was then split open to expose internal heated wire. No blemishes or exposed heated wire were found. Corrugated blue tube looked as it has been exposed to external sources of heat possibly due to the humidifier plate. Corrugated blue tube external surface had contact with an apparatus or device with a heating element reaching softening temperatures of 125 degrees or greater. In addition to the visual inspection a heated wire functional performance was conducted. This was achieved by driving the heated wire with a dual control mechanism (two temperature sensors) within the f&p humidifier. Temperature probes were attached to the heated wire insulation near the melted sections to verify that there was no heater wire malfunction or insulation exposure to the corrugated tube, and no issues were found. The device history record was reviewed for the reported lot number and no issues were found. Two years of compliant trends were also evaluated and no trend was found. At this time a root cause for the reported melted condition could not be determined because the product has been found within specification. This failure is not considered a manufacturing defect; it is possible that the customer did not follow the product label for recommend uses the information for use has been provided to the customer.